Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 260(mg/dl). Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy.